Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead had switched to unipolar configuration due to high impedance measurements. Upon interrogation, the high, out of range impedance measurements were confirmed. Additionally, there was no sensing or capture. During the revision procedure, the ra lead was confirmed to be completely fractured. As a result, the remainder of the ra lead was surgically abandoned. No additional adverse patient effects were reported.